Event description:
It was reported that video system center had image flickering issue and output signal problem. The issue was found during inspection for use. There were no reports of patient involevement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.